Manufacturer narrative:
The patient reported that the cannula dislodged from the infusion site. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be determined. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no damages or defects indicative of a impeded deployment path. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 320 mg/dl while wearing the pod between 24 and 36 hours. Patient's mother stated the pod fell off completely, causing the cannula to dislodge from the infusion site (abdomen). As treatment, a manual injection of insulin (3 units) was delivered.